Manufacturer narrative:
(B)(4). The customer reported to have replaced the air hose. No parts were returned for investigation.

Event description:
It was reported that a leak was heard coming from a ventilator. This was reported during patient use. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of serious injury or death associated with this event.